Event description:
Caller reported a malfunction on pump, displaying malf 12, and experienced at least three occurrences of same issue with no notable events preceding it. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.